Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer in (B)(6) reported the au680 clinical chemistry analyzer generated multiple erratic patient results with "*" error flags (* flag = linearity error in rate method). There was no change in patient treatment in association with this event. The results were not released from the laboratory.